Manufacturer narrative:
(B)(6) 2015 04:52 pm ((B)(4)) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The cvor team leader indicated a balloon "did not inflate" after insertion. A second balloon was used and it performed without problem. They could not read artieral pressure, flushed, changed lines and transducer.

Manufacturer narrative:
On (B)(6) 2015 10:39 am (gmt-4:00) added by (B)(6) ((B)(4)): the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. Three kinks were found on the catheter tubing near the y-fitting approximately 53.8cm, 68.1cm and 76.2cm from the iab tip. - the technician attempted to flush/aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The evaluation confirmed the reported problems. The condition of the iab as received indicated dried blood occluding the inner lumen. This can cause difficulty monitoring the arterial pressure waveform and difficulty with pressure monitoring. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event

Event description:
The (B)(6) indicated a balloon ¿did not inflate¿ after insertion. A second balloon was used and it performed without problem. They could not read arterial pressure, flushed, changed lines and transducer.

Manufacturer narrative:
Correction: dates were entered incorrectly in the initial MDR. Date: (B)(6) 2015 . Follow up MDR #1 was inadvertently missing the date: (B)(6) 2015.

Event description:
The cvor team leader indicated a balloon ¿did not inflate¿ after insertion. A second balloon was used and it performed without problem. They could not read arterial pressure, flushed, changed lines and transducer.